Event description:
Related manufacturer reference number: 2017865-2022-46397. It was reported the patient presented after open-heart surgery. During interrogation, it was discovered the atrial lead exhibited decreased p-wave amplitude sensing. While attempting to replace the atrial lead, the right ventricular lead dislodged. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.